Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced due to noise that was inhibiting pacing. The patient was device dependent. During the procedure, the right ventricular lead was freed from the right ventricular wall but had dislodged the right atrial lead. Both leads could not be removed. The leads were capped on (B)(6) 2018. The patient was stable but still experienced dizzy spells.

Event description:
New information received states that the patient continues to experience dizziness, the physician has elected to monitor the patient as the pacer is functioning normally.